Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6 and h11 the device was not returned to olympus for inspection. The technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause is the device has incomplete connection, the cable was not fully inserted. The event can be detected/prevented by following the instructions for use which state: ¿3.1 precautions for installation and connection¿: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e315 scope communication error. The issue occurred during set up, before patient in room. There were no reports of patient involvement.